Event description:
This event was reported as valve explanted after approx 3.5 months imlant duration due to staphylococcus epidermidis endocarditis, source unknown. Vegetation on valve. No further info was provided.